Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: how many devices demonstrated the alleged deficiency? Were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a single barrier folder labeled with product code eh7222, lot number 108k7k, expiration date 2030-04-30. In a second image, a winding former with the suture damaged at the end; the needle is not visible in the image. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2026 and suture was used. During the procedure, the suture frequently broke during blood vessel anastomosis, and the suture was replaced for anastomosis. No adverse patient consequences were reported. Additional information was requested.